Manufacturer narrative:
(B)(4).

Event description:
During bilateral total hip arthroplasty operation, after 56 mm acetabular cup was implanted, it was found that the liner cannot be inserted. The surgeon cleaned up the redundant peripheral tissues, and tried to immerse the liner in cold saline for 20 minutes, but the liner still could not be inserted. Finally the surgeon used the same model backup to complete the surgery. Surgery time extended 60 minutes.